Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis (tgu404020j/12586872) to repair a chronic stanford type b intramural hematoma with the diameter of 61mm. The final angiography revealed a minor distal type I endoleak, and the physician decided to monitor the patient. On an unknown date, it was confirmed that the aortic diameter enlarged to 66x68mm due to a proximal and the distal type I endoleak. On (B)(6) 2014, a reintervention was performed where two additional conformable gore® tag® thoracic endoprostheses (tgu404020j/12875692 proximal, tgu404015j/12844265 distal) were implanted to repair the endoleaks. As the proximal device intentionally covered the left subclavian artery, axillo-axillary artery bypass from right to left was performed to secure blood perfusion to the left extremity. The final angiography revealed that the endoleaks were resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Corrected device manufacture date. Updated results and conclusions code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.